Manufacturer narrative:
A titan pump, detached exhaust tube with connector, and detached inlet tube with connector were received for evaluation. A separation was noted through the longer exhaust tube strain relief of the pump. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. No functional abnormalities were noted with the tube or connector. No functional abnormalities were noted with the tube or connector. According to the available information this inflatable penile prosthesis was implanted on (B)(6) 2018 and revised on (B)(6) 2020 due to the white tubing broke. Additional information received indicated that the tubing broke close to pump, seemingly from blunt force. Based on examination of the returned product, it was concluded that the rough and irregular surfaces associated with this separation indicates that sufficient stress(s) may have been exerted on the longer exhaust tube strain relief of the pump to separate the site while in-vivo. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
According to the available information, though not verified, tubing broke close to pump. Revision, pump replacement. Additional information received 11/25/2020: it was the white tubing that broke. Device is being returned. Additional information received 12/07/2020: tubing broke close to pump, seemingly from blunt force. Revised, titan pump replaced. Device returned. The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted.